Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and absorbable suture clips were used. During the procedure, the surgeon was unable to grasp the clips with the applicator correctly and was unable to close them correctly. The event occurred before actual use on the patient. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
One opened sample of mic4034, (B)(4) showing a cartridge with 4 undispensed clips were received for evaluation. The clip dispense, holding test and the clip closure with a lapra ty applier was possible without problems. Cause could not be determined.